Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that approximately three months after implantation of an intraocular lens (iol) in the right eye (od), the patient developed increasing blurry vision and was unable to adapt. Approximately two months after symptom onset, the iol was exchanged for a different model. In the surgeon's opinion, the most likely cause of the event was the patient¿s pre-existing epiretinal membrane. The patient's outcome is good.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.